Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited variable estimated battery longevity over the course of the previous three months. A request was made to have data from this device analyzed. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.